Event description:
Hcp reported a pt in the study developed an infection of the right chest wound. The ipg and extensions were removed in 2005. The pt wa given antibiotics and the infections resolved but the pt developed an infection of the right parietal wound due to a silk suture around the distal dbs lead. This was surgically repaired and the pt was given antibiotics. The pt had reimplant of the ipg and extension sires in 2006 but had swelling of the right chest wound four days later the fluid from the right chest wound grew staph aureus. The pt was given antibiotics and all device hardware was explanted six days later.